Manufacturer narrative:
The reported event of loss of capture seen during atrial noise episodes was confirmed. Based on the information provided, it was determined that noise was seen during the beat to beat evoked response evaluation, which resulted in the loss of capture criteria being met. The device is performing per design.

Event description:
It was reported that during episodes of sensing noise on the right atrial (ra) lead, loss of capture was observed on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.